Manufacturer narrative:
The following fields were updated due to additional information: b5. It was reported that 2 bd plastipak¿ syringe had difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents.

Event description:
It was reported that 2 bd plastipak¿ syringe had difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "cylinder made of medical grade material, which fits perfectly inside the barrel and is easily moved manually both inside it. Although the plunger moves, it does not move easily. It must be taken into account that, for a repetitive action, the user could have pain and/or injury, in addition to incurring an adverse effect on the use with the patient."

Event description:
It was reported that 2 bd plastipak¿ syringe had difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "cylinder made of medical grade material, which fits perfectly inside the barrel and is easily moved manually both inside it. Although the plunger moves, it does not move easily. It must be taken into account that, for a repetitive action, the user could have pain and/or injury, in addition to incurring an adverse effect on the use with the patient."

Manufacturer narrative:
H6: investigation summary: two photos received by our quality team for investigation. Upon visual inspection, product label information catalog 302553, batch number 7230949 is displayed, the product is expired. No other defects or issues can be observed, therefore this incident is not confirmed. The samples have already passed their expiration date, therefore bd does not guarantee that the product presents any alteration or meeting specification. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "cylinder made of medical grade material, which fits perfectly inside the barrel and is easily moved manually both inside it. Although the plunger moves, it does not move easily. It must be taken into account that, for a repetitive action, the user could have pain and/or injury, in addition to incurring an adverse effect on the use with the patient."